Event description:
As reported, during the stone removal procedure from the right kidney, the ngage nitinol stone extractor broke in the process. A photo of the device shows the detachment of the basket wire from the basket sheath. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: customer occupation = urology clinician g4: PMA/510(k) number = exempt this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 01feb2024. The procedure was completed with a new basket.

Manufacturer narrative:
Event description: as reported, during the stone removal procedure from the right kidney, the ngage nitinol stone extractor broke in the process. A photo of the device shows the detachment of the basket wire from the basket sheath. The procedure was completed with a new basket. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation ¿ evaluation: interview of personnel was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, instructions for use (IFU) and quality control procedures. The complaint device was not returned; therefore, no physical examinations could be performed. A picture of the complaint device was supplied. The picture shows separation of the basket from the basket sheath. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history shows one non-conformance recorded for the shrink tube was damaged. It is possible that it is a related issue to the complaint issue. The device was scrapped. A review of complaint history records shows no other complaints associated with the complaint device lot. Adequate inspection activities had been established, and there was objective evidence that the DHR was fully executed. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. The instructions for use (IFU) does not provide any information related to the reported issue. A picture of the complaint device was supplied. The picture showed separation of the basket from the basket sheath. The shrink tube and glue that secures the basket to the basket sheath had not held the two components together. The cause of the complaint could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.